Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer noticed that bipolar foot switch in the vision side cart (vsc) drawer makes press signal even if it is not pressed. He reported that error m-12s occurred on viodv. Technical service engineer (tse) asked to check foot switches in the shelf, but they were not pressed. Advised to reseat foot switch cables behind the viodv, however, the issue was not resolved and hand bipolar was fired unintentionally. The tse recommended stopping the bipolar energy. No site visit was conducted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error m-12s occurred on viodv. The technical support engineer (tse) asked the caller to verify the foot switches in the shelf, but they were not pressed. The tse advised to reseat the foot switches, but it did not resolve the issue, and the hand bipolar was fired unintentionally. The tse recommended stopping the bipolar energy. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Correction- h8 has been updated to indicate initial use of device annex c code updated: c0201 electrical/electronic component problem identified.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that there was no arcing observed and that the instrument involved was a fenestrated bipolar forceps. There was no injury to the patient and the procedure was completed.